Manufacturer narrative:
Updated fields: b4, d8, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) there was an audible tone, then the unit slowed down, stopped, and the unit display went blank. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.